Event description:
It was reported to vyaire medical that the co2 is not reading accurately even though the agent was correct. The medisorb, multi absorber original looked old and yellowed with an expiration date of 2019. It was replaced with no change. No patient consequence was reported.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.